Manufacturer narrative:
Evaluation summary: primary surgical note stated that the hip was stable thru the range of motion. The x-rays form the primary surgery shows that the acetabular cup was placed within the recommended angle of abduction. The closed reduction notes did not state any abnormalities with the joint. Cause cannot be definitively determined. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the pt underwent a closed reduction due to dislocation.